Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after implant the threshold on the atrial lead was high. The lead was repositioned and remains in use.no patient complications have been reported as a result of this event.